Event description:
It was reported that the customer passed away in a hospital. The customer was admitted to the hospital on (B)(6) 2014, had a heart attack, and needed to have a stent put in. She was doing well but took a turn for the worst. According to the caller, the doctor felt the cause was a blood clot. No autopsy was performed. The caller stated that the customer was a brittle diabetic and always had issues. The customer had high blood pressure. The caller was unsure if the customer was wearing the insulin pump at the time of death. However, the caller stated that at the hospital the insulin pump was removed and the hospital was monitoring the customer's blood glucose because it was very high. The customer was off the insulin pump for three days before passing. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the device for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information is provided in response to your request dated january 12, 2015 for additional information. (B)(4).

Manufacturer narrative:
The insulin pump was received with a depleted duracell quantum alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had a cracked reservoir tube and a cracked reservoir tube lip. The daily total insulin from the data analysis showed 31.85 units delivered december 22, 2014, 32.725 units on december 23, 35.85 units on december 24, 16.85 units on december 25, 16.85 units on december 26, 16.85 units on december 27 and 16.85 units on december 28, 2014.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.